Manufacturer narrative:
The user reported discrepancies between cgm and bgm readings. A review of the sensor data did not identify any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment; following the re-link, the system returned to the initialization phase, and the user was instructed to enter additional calibrations. Multiple attempts were made to relay follow-up guidance from escalated support; however, the user remained unresponsive. Per review of the data management system (dms), the system appears stable, the user is currently using the system, and glucose readings are up to date. B4.date of this report 15 jan 2026. G3.date received by the manufacturer? 15 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.